Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) complaint is confirmed. Visual examination of the returned product confirmed that the hex-shaped tip has fractured off; not all pieces were returned. The instrument does not exhibit any other damage or sign of use. Fracture analysis via visual examination and optical microscopy concluded that a high energy fracture had taken place. A possible fracture initiation site was identified at the junction between two of the flat surfaces and towards the tip of the hex feature. The fracture surface artifacts suggested a complex fracture incorporating torsional overload and possibly bending overload. A material analysis found the instrument material to be consistent with the stainless steel alloy specified on the prints and used during manufacturing. Review of the device history record identified no deviations or anomalies related to the reported issue during manufacturing. Medical records for the revision surgery were not provided. The instruction for use manual of the reported device indicates that end of life is normally determined by wear and damage due to use. Also, breakage can occur if the instrument is subjected to high loads. It was concluded that a large torque was applied to the instrument while trying to disassociate the hinge post extension from the hinge post, which resulted in the instrument tip fracture. The root cause of the reported issue is attributed to the operational context. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision procedure the hex drive broke in the hinge post and required to remove and replace the whole hinge assembly in the femur. Longer surgery time than expected. The inlay had a missing part posterior in the hole for the hinge. Attempts have been made and no further information has been provided.